Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v043575, implanted: (B)(6) 2007, product type: lead.

Event description:
A patient reported she never had therapeutic effect. The patient stated since she was implanted therapy did not help her. The patient noted she had 3 different surgeries where the healthcare professional (hcp) tried moving it to where it would work. The patient stated the last revision surgery seemed to work a little bit. The patient stated they met with the manufacturer representative (rep) several times, but even the rep had a hard time getting it to work. The patient noted after all the trips and therapy not working the patient gave up. The patient stated she did not want to go through a surgery to have it taken out. The patient noted all 3 revisions were in 2007. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.